Manufacturer narrative:
Na

Event description:
The reporter stated that while testing the patient on the coaguchek xs meter (serial number (B)(4)), the results of 1.2 inr, 8.0 inr, and 8.0 inr were obtained. All of the results were all obtained within 15 minutes. The same fingerstick was used for the first two results. The third result was from a fingerstick on a different finger. The patient's therapeutic range was not provided. It was stated that the patient was not anemic and had no recent changes to her coumadin dose. She also had no diet changes or recent illnesses. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 233428) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable the returned meter and strips were tested in comparison to a retention meter and the master lot of strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meets the specification. The complaint has not been substantiated.